Event description:
It was reported the during use the device temperature would not ruse. The temperature was set at 37 degrees centigrade, but the temperature of the blood transmission and the pt decreased to 30 degrees centigrade. The device was switched to another for use of the blanket to warm the pt. Due to lack of flow volume from the second unit, it took longer to rewarm the pt. Approx 60 minute delay. The operation time was prolonged, but no pt effect was reported. This medwatch is related to MFR report # 8010762-2014-01270 for the first device. (B)(4).

Manufacturer narrative:
A maquet field service tech will investigate this event. A supplemental medwatch will be submitted if additional info becomes available.